Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation; however, it was unable to be evaluated due to contamination. A retained sample was visually inspected did not identify any abnormalities that could have contributed to the reported condition. The retained sample was also leak tested with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a leaking chemotherapy set at one of the luer lock sites. A patient was reportedly involved, indicating that this occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.